Manufacturer narrative:
Investigation summary the reported complaint of separation was confirmed. No product samples, videos were returned for investigation. However an image was provided by the customer showing the pressure tubing separated from the one-way stopcock. Without the return of the reported sample, a probable cause could not be identified. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unknown date involving a bifurcated monitoring kit transpac® it w/ safeset¿ reservoir, 1 blood sampling port and red and blue stripe tubing where it was reported that during use, the infusion line connected to the safeset reservoir detached, causing blood to leak out. This contaminated the workstation near the patient's bed and soiled the staff. There was patient involvement but no report of patient harm.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending. The device history report will be reviewed. D4, g4: model number is not sold in the us but similar device is sold under model 42800-11. This product was used for the product code, and 501k.